Event description:
Reporter indicated that the site's dell handheld computer screen frequently became frozen after interrogation. It is unknown what troubleshooting was performed in response to the event. A new handheld computer has been sent to the site. Attempts to obtain additional information have been unsuccessful to date.